Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(6) (osh). Osh checked the subject device and found that the cable damage led to disturbance on the screen. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the disturbance occurred while electrosurgical device was used and the cable of the subject device had been damaged. The user replaced the subject device to another device and completed the procedure. The other involved device was wa22367a (working element, passive). There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is presumed that the damage to the cables made it difficult to communicate videos to the processors, causing some image noises. The damage to the cable is thought to be due to the handling of the user. If additional information becomes available, this report will be supplemented.